Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The complainant reported that a patient implanted with an impella cp displayed thrashing behavior that resulted in access site bleeding. Hemostasis was achieved with steep angle matching and the transfusion of four units of packed red blood cells. The patient¿s labs appeared hemolyzed, so the impella was repositioned. The patient was successfully weaned from the pump and survived.

Manufacturer narrative:
Hemolysis: data review: data logs showed pump ran without issue during support. There were suction alarms triggered during the case but resolved. The root cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review. Access site bleeding: product was not returned for review. Based on clinical description, the root cause of access site bleeding was most likely due to patient movement since the patient thrashing in bed causing impella site to bleed profusely.